Event description:
It was reported that this right ventricular (rv) lead exhibited occasional shock impedance high out of range. Technical services (ts) was consulted and suspected lead fracture development. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).